Event description:
It was reported to medtronic neurosurgery that the patient had her first shunt in 2011. Reportedly, the shunt manufacturer is unknown. According to the report, in (B)(6) 2014, the patient had a new shunt put in; the strata nsc lp kit, catalog number 44420. Reportedly, the shunt was initially fine; however, the shunt later moved sideways. The report stated that the patient went back to the doctor on (B)(6) 2014. According to the report, when the patient was scanned, it was seen that the peritoneal catheter had come loose and on (B)(6) 2014, the patient underwent a procedure to fix this. The report stated that after this, all seemed well. According to the report, on (B)(6) 2015, the patient went back to the doctor to check valve pressure as she had not been feeling well and was having head aches and pain in her neck. Reportedly, the doctor took the pressure and also did a needle prick into the shunt. The report stated that all seemed ok. Reportedly, fluid started building up again around the shunt and the patient has to go back to see the doctor.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. Additional patient information: it was reported to medtronic neurosurgery that doctor removed some fluid with a needle. According to the report, the device has not been explanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).